Event description:
It was reported that "pt was getting into his car when he experienced an abnormal feeling in his hip. Since the incident he experienced pain. Dr determined that the acetabular shell (trident hemispherical) was loose."